Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles which she was unable to remove it. The customer also reported that she experienced high blood glucose of 19 mmol/l. The customer declined to troubleshoot for the high blood glucose. Troubleshooting was not completed at the time of call. Product is not expected to return for analysis.